Event description:
Female with thrombus in her left brachial artery and aortic arch, and multiple bilateral pulmonary emboli, taken to or for left upper extremity thrombectomy secondary to a cold arm. She had in place a right internal jugular (ij) 18 gauge angiocath when she came to the or from the ICU. She also had a 20 gauge right peripheral intravenous (piv) and a right radial arterial line. The right ij angiocath stopped working intra-operatively, and a right ij double lumen catheter was placed for access. It was the patient's only access, according to anesthesiology. Post-operatively the anesthesiologist who placed the double lumen catheter received a call from the vascular surgeon asking if he had left a wire in the patient. The post-operative chest x-ray showed a hyperdensity in the tip of the catheter, questionable for a retained portion of the guidewire. Radiology recommended not using the line. The micu team, to whom the patient had been transferred, took the rij catheter out. The subsequent chest x-ray confirmed that the hyperdense material was inside the catheter that had been removed, and not in the patient. The catheter was retrieved by the anesthesiologist and split open. There was no metallic object, only the radiopaque plastic that the catheter is made of. Our concern is that while the package indicates the catheter is made of radiopaque polyurethane, nowhere in the instruction booklet does it describe what this will look like on x-ray. This exposed the patient to potentially losing her only access and to an unnecessary insertion of another ij line.====================== health professional's impression======================the md recommends the booklet describe that 4 cm of the distal tip of the catheter will appear on x-ray as a hyperdensity.